Manufacturer narrative:
Device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that air bubbles were observed within the tubing. The customer had a blood glucose (bg) level of 302 - 450 mg/dl and high ketones that were identified dangerous by health care professional. The customer went to the emergency room and was subsequently hospitalized. Customer attempted to self treat their bg with a bolus via the pump however bg was treated with intravenous insulin and saline at the hospital. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.